Event description:
It was reported that this right atrial (ra) lead exhibited rising pace impedance measurements. This ra lead was explanted and replaced with a new ra lead which remains in service. This ra lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited rising pace impedance measurements. This ra lead was explanted and replaced with a new ra lead which remains in service. This ra lead is expected to be returned. No additional adverse patient effects were reported.